Event description:
It was reported that, this pacemaker was found to be in safety mode. Subsequently this pacemaker was explanted and replaced. The pacemaker was discarded. No additional adverse patient effects were reported.